Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included device insertion failed on (B)(6) 2015, menarche (at (B)(6)) in 1997, parity 2 (two caesarean deliveries), gravida ii and pain menstrual. No allergies. Previously administered products included for an unreported indication: microvlar. Concurrent conditions included iodine allergy. Concomitant products included enalapril. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("pain during essure placement"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain lower ("severe colic"), dyspareunia ("pain during intercourse"), heavy menstrual bleeding ("heavy menstrual bleeding with coagula"), abdominal distension ("abdominal bloating"), headache ("headache"), adnexa uteri pain ("tubes pain") and alopecia ("hair loss"). On (B)(6) 2020, the patient was found to have uterine leiomyoma ("uterine myoma") and experienced ovarian cyst ("left ovarian follicle"). On (B)(6) 2021, the patient was found to have bacterial test positive ("bacteria in urine"). On (B)(6) 2021, the patient was found to have blood pressure diastolic increased ("blood pressure 130x90 mmhg"). On an unknown date, the patient experienced salpingitis ("pathology test showed chronic salpingitis"), dysmenorrhoea ("menstrual colic"), vaginal discharge ("bad smell from vaginal discharge"), endometriosis ("pathology test showed endometriosis in fallopian tubes"), breast pain ("moderate mastalgia"), depression ("depression") and anxiety ("anxiety/ anguish"). The patient was hospitalized from (B)(6) 2021. The patient was treated with bromopride, diazepam, ibuprofen, ketoprofen sodium, metamizole sodium and surgery (essure removal via bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, salpingitis, heavy menstrual bleeding, dysmenorrhoea, abdominal distension, vaginal discharge, headache, endometriosis, uterine leiomyoma, adnexa uteri pain, ovarian cyst, procedural pain, breast pain, alopecia, depression, anxiety and bacterial test positive outcome was unknown and the blood pressure diastolic increased had not resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, bacterial test positive, blood pressure diastolic increased, breast pain, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, heavy menstrual bleeding, ovarian cyst, pelvic pain, procedural pain, salpingitis, uterine leiomyoma and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2015 essure placement failed due to hypertrophic endometrium, ostium was not visualized, it was schedule another procedure in (B)(6) 2015, 6 coils was inserted in left and right ostium, on (B)(6) 2021 essure was removed uneventfully. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2021: fatty infiltrate. Activated partial thromboplastin time ratio (1.2 - 1.47 s) - on (B)(6) 2021: 0.78 s. Alanine aminotransferase (5 - 38 u/l) - on (B)(6) 2021: 13 u/l. Aspartate aminotransferase (10 - 37 u/l) - on (B)(6) 2021: 10 u/l. Blood cholesterol (200 mg/dl) - on (B)(6) 2021: 172 mg/dl. Blood creatinine (0.4 - 1.4 mg/dl) - on (B)(6) 2021: 0.6 mg/dl. Blood glucose (70 - 100 mg/dl) - on (B)(6) 2021: 87.60 mg/dl. Blood grouping - on (B)(6) 2021: a positive. Blood potassium (3.5 - 5 mmol/l) - on (B)(6) 2021: 4.19 mmol/l. Blood pressure measurement - on (B)(6) 2021: 130/90 mmhg; on (B)(6) 2021: 130/80 mmhg; on (B)(6) 2021: 100/70 mmhg; on (B)(6) 2021: 100/60 mmhg; on (B)(6) 2021: 110/60 mmhg; on (B)(6) 2021: 110/80 mmhg; on (B)(6) 2021: 110/80 mmhg; on (B)(6) 2021: 110/60 mmhg. Blood sodium (135 - 145 mmol/l) - on (B)(6) 2021: 146 mmol/l. Blood urea (10 - 45 mg/dl) - on (B)(6) 2021: 15 mg/dl. Blood uric acid (1.5 - 6.0 mg/dl) - on (B)(6) 2021: 4.54 mg/dl. Body temperature (degrees celsius) - on (B)(6) 2021: 36.3 degrees celsius; on (B)(6) 2021: 35.8 degrees celsius; on (B)(6) 2021: 37 degrees celsius; on (B)(6) 2021: 36.6 degrees celsius; on (B)(6) 2021: 36.3 degrees celsius; on (B)(6) 2021: 36.3 degrees celsius; on (B)(6) 2021: 36 degrees celsius. C-reactive protein (5.0 mg/dl) - on (B)(6) 2021: 0.60 mg/dl. Chest x-ray - on (B)(6) 2021: unremarkable. Eosinophil percentage (1 - 5 %) - on (B)(6) 2021: 1 %. Gamma-glutamyltransferase (38 u/l) - on (B)(6) 2021: 23 u/l. Hiv test - on (B)(6) 2021: negative. Haematocrit (36 - 48 %) - on (B)(6) 2021: 34.50 %. Haemoglobin (12.0 - 16.0 g/dl) - on (B)(6) 2021: 12.20 g/dl. Heart rate (beats/min) - on (B)(6) 2021: 70 beats/min; on (B)(6) 2021: 79 beats/min; on (B)(6) 2021: 68 beats/min; on (B)(6) 2021: 81 beats/min; on (B)(6) 2021: 99 beats/min; on (B)(6) 2021: 64 beats/min; on (B)(6) 2021: 64 beats/min; on (B)(6) 2021: 94 beats/min. Heavy metal test - on (B)(6) 2021: nickel 0.50 mcg/l (reference lower 2.0 mcg/l). High density lipoprotein (60 mg/dl) - on (B)(6) 2021: 39.38 mg/dl. Human chorionic gonadotropin - on (B)(6) 2015: negative; on (B)(6) 2021: negative. Lymphocyte percentage (22 - 45 %) - on (B)(6) 2021: 32 %. Mean cell haemoglobin (27 - 33 pg) - on (B)(6) 2021: 29.60 pg. Mean cell volume (80 - 96 fl) - on (B)(6) 2021: 84 fl. Monocyte percentage (2 - 10 %) - on (B)(6) 2021: 7 %. Neutrophil percentage (40 - 65 %) - on (B)(6) 2021: 58 %; on (B)(6) 2021: 2 %. Po2 (%) - on (B)(6) 2021: 99 %. Pathology test - on (B)(6) 2021: macroscopy: right fallopian tube measuring 3.0x0.7 cm, with smooth and brownish peritoneal surface, showing virtual lumen and brown and swollen mucosa. Left fallopian tube measuring 2.0x0.8 cm, with smooth and brownish peritoneal surface, showing virtual lumen and brown and swollen mucosa. Microscopy: right and left tube tubal endometriosis, chronic salpingitis. Platelet count (150 - 450 10*3/mm3) - on (B)(6) 2021: 260 10*3/mm3. Red blood cell count (4 - 5.2 10*4/mm3) - on (B)(6) 2021: 4.11 10*4/mm3. Red cell distribution width (11.5 - 14.5 %) - on (B)(6) 2021: 14.10 %. Respiratory rate (breaths per minute) - on (B)(6) 2021: 18 breaths per minute; on (B)(6) 2021: 17 breaths per minute; on (B)(6) 2021: 19 breaths per minute; on (B)(6) 2021: 19 breaths per minute; on (B)(6) 2021: 17 breaths per minute; on (B)(6) 2021: 17 breaths per minute; on (B)(6) 2021: 19 breaths per minute. Ultrasound scan vagina - on (B)(6) 2016: device essure device normopositioned; on (B)(6) 2020: uterus in ante-verse-flexion, measures 93x55x45 mm, vol 103cm3 regular contours and heterogeneous texture with echogenicity dimension mainly in the anterior myometrium, measuring 16x15mm which may correspond to mioma. Thickened endometrium, measuring 4mm in thickness. Ovaries with normal voluminous shape and texture, right ovary measuring 34x31x18mm, vol 9.9 cm3, right ovary located laterally to the uterine body, shows small follicles in its parenchyma. Left ovary not visualized . There is no evidence of free fluid in the posterior cul-de-sac; on (B)(6) 2021: uterus in ante-verse-flexion, with increased dimensions, regular contours and heterogeneous texture with echogenicity dimension mainly in the anterior myometrium, which may correspond to adenomyosis, uterus measures 89x55x75 mm, vol 191cm3. Thickened endometrium, measuring 14mm in thickness. Ovaries with normal voluminous shape and texture, right ovary measuring 29x24mm, left ovary measuring 32x25mm. There is no evidence of free fluid in the posterior cul-de-sac. Presence of bilaterally implanted essure device. Urine analysis - on (B)(6) 2021: presence of bacteria and cells. Very low density lipoprotein (10 - 50 mg/dl) - on (B)(6) 2021: 23.08 mg/dl. White blood cell count (4 - 11 10*3/mm3) - on (B)(6) 2021: 6.92 10*3/mm3. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included device insertion failed on (B)(6) 2015, menarche (at 11 years-old) in 1997, parity 2 (two caesarean deliveries), gravida ii and pain menstrual. No allergies. Previously administered products included for an unreported indication: microvlar. Concurrent conditions included iodine allergy. Concomitant products included enalapril. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("pain during essure placement"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain lower ("severe colic / constant colics / abdominal pain"), dyspareunia ("pain during intercourse"), heavy menstrual bleeding ("heavy menstrual bleeding with coagula"), abdominal distension ("abdominal bloating"), headache ("headache"), adnexa uteri pain ("tubes pain") and alopecia ("hair loss"). On (B)(6) 2020, the patient was found to have uterine leiomyoma ("uterine myoma") and experienced ovarian cyst ("left ovarian follicle"). On (B)(6) 2021, the patient was found to have bacterial test positive ("bacteria in urine"). On (B)(6) 2021, the patient was found to have blood pressure diastolic increased ("blood pressure 130x90 mmhg"). On an unknown date, the patient experienced salpingitis ("pathology test showed chronic salpingitis"), dysmenorrhoea ("menstrual colic"), vaginal discharge ("bad smell from vaginal discharge"), endometriosis ("pathology test showed endometriosis in fallopian tubes"), breast pain ("moderate mastalgia"), depression ("depression"), anxiety ("anxiety / anguish / anxiety crisis ") and self esteem decreased ("totally low self esteem"). The patient was hospitalized from (B)(6) 2021 to (B)(6) 2021. The patient was treated with bromopride (bromoprida), diazepam (diazepan), ibuprofen (ibuprofeno), ketoprofen sodium (cetoprofeno), metamizole sodium (dipirona sodica) and surgery (essure removal via bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, heavy menstrual bleeding, dysmenorrhoea, abdominal distension, vaginal discharge, headache, endometriosis, uterine leiomyoma, adnexa uteri pain, ovarian cyst, procedural pain, breast pain, alopecia and bacterial test positive outcome was unknown and the salpingitis, blood pressure diastolic increased, depression, anxiety and self esteem decreased had not resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, bacterial test positive, blood pressure diastolic increased, breast pain, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, heavy menstrual bleeding, ovarian cyst, pelvic pain, procedural pain, salpingitis, self esteem decreased, uterine leiomyoma and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2015 essure placement failed due to hypertrophic endometrium, ostium was not visualized (case documented separately), it was schedule another procedure in (B)(6) 2015, 6 coils was inserted in left and right ostium, on (B)(6) 2021 essure was removed uneventfully. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2021: fatty infiltrate. Activated partial thromboplastin time ratio (1.2 - 1.47 s) - on (B)(6) 2021: 0.78 s. Alanine aminotransferase (5 - 38 u/l) - on (B)(6) 2021: 13 u/l. Aspartate aminotransferase (10 - 37 u/l) - on (B)(6) 2021: 10 u/l. Blood cholesterol (200 mg/dl) - on (B)(6) 2021: 172 mg/dl. Blood creatinine (0.4 - 1.4 mg/dl) - on (B)(6) 2021: 0.6 mg/dl. Blood glucose (70 - 100 mg/dl) - on (B)(6) 2021: 87.60 mg/dl. Blood grouping - on (B)(6) 2021: a positive. Blood potassium (3.5 - 5 mmol/l) - on (B)(6) 2021: 4.19 mmol/l. Blood pressure measurement - on (B)(6) 2021: 130/90 mmhg; on (B)(6) 2021: 130/80 mmhg; on (B)(6) 2021: 100/70 mmhg; on (B)(6) 2021: 100/60 mmhg; on (B)(6) 2021: 110/60 mmhg; on (B)(6) 2021: 110/80 mmhg; on (B)(6) 2021: 110/80 mmhg; on (B)(6) 2021: 110/60 mmhg. Blood sodium (135 - 145 mmol/l) - on (B)(6) 2021: 146 mmol/l. Blood urea (10 - 45 mg/dl) - on (B)(6) 2021: 15 mg/dl. Blood uric acid (1.5 - 6.0 mg/dl) - on (B)(6) 2021: 4.54 mg/dl. Body temperature (degrees celsius) - on (B)(6) 2021: 36.3 degrees celsius; on (B)(6) 2021: 35.8 degrees celsius; on (B)(6) 2021: 37 degrees celsius; on (B)(6) 2021: 36.6 degrees celsius; on (B)(6) 2021: 36.3 degrees celsius; on (B)(6) 2021: 36.3 degrees celsius; on (B)(6) 2021: 36 degrees celsius. C-reactive protein (5.0 mg/dl) - on (B)(6) 2021: 0.60 mg/dl. Chest x-ray - on (B)(6) 2021: unremarkable. Eosinophil percentage (1 - 5 %) - on (B)(6) 2021: 1 %. Gamma-glutamyltransferase (38 u/l) - on (B)(6) 2021: 23 u/l. Hiv test - on (B)(6) 2021: negative. Haematocrit (36 - 48 %) - on (B)(6) 2021: 34.50 %. Haemoglobin (12.0 - 16.0 g/dl) - on (B)(6) 2021: 12.20 g/dl. Heart rate (beats/min) - on (B)(6) 2021: 70 beats/min; on (B)(6) 2021: 79 beats/min; on (B)(6) 2021: 68 beats/min; on (B)(6) 2021: 81 beats/min; on (B)(6) 2021: 99 beats/min; on (B)(6) 2021: 64 beats/min; on (B)(6) 2021: 64 beats/min; on (B)(6) 2021: 94 beats/min. Heavy metal test - on (B)(6) 2021: nickel 0.50 mcg/l (reference lower 2.0 mcg/l). High density lipoprotein (60 mg/dl) - on (B)(6) 2021: 39.38 mg/dl. Human chorionic gonadotropin - on (B)(6) 2015: negative; on (B)(6) 2021: negative. Lymphocyte percentage (22 - 45 %) - on (B)(6) 2021: 32 %. Mean cell haemoglobin (27 - 33 pg) - on (B)(6) 2021: 29.60 pg. Mean cell volume (80 - 96 fl) - on (B)(6) 2021: 84 fl. Monocyte percentage (2 - 10 %) - on (B)(6) 2021: 7 %. Neutrophil percentage (40 - 65 %) - on (B)(6) 2021: 58 %; on (B)(6) 2021: 2 %. Po2 (%) - on (B)(6) 2021: 99 %. Pathology test - on (B)(6) 2021: macroscopy: right fallopian tube measuring 3.0x0.7 cm, with smooth and brownish peritoneal surface, showing virtual lumen and brown and swollen mucosa. Left fallopian tube measuring 2.0x0.8 cm, with smooth and brownish peritoneal surface, showing virtual lumen and brown and swollen mucosa. Microscopy: right and left tube tubal endometriosis, chronic salpingitis. Platelet count (150 - 450 10*3/mm3) - on (B)(6) 2021: 260 10*3/mm3. Red blood cell count (4 - 5.2 10*4/mm3) - on (B)(6) 2021: 4.11 10*4/mm3. Red cell distribution width (11.5 - 14.5 %) - on (B)(6) 2021: 14.10 %. Respiratory rate (breaths per minute) - on (B)(6) 2021: 18 breaths per minute; on (B)(6) 2021: 17 breaths per minute; on (B)(6) 2021: 19 breaths per minute; on (B)(6) 2021: 19 breaths per minute; on (B)(6) 2021: 17 breaths per minute; on (B)(6) 2021: 17 breaths per minute; on (B)(6) 2021: 19 breaths per minute. Ultrasound scan vagina - on (B)(6) 2016: device essure device normopositioned; on (B)(6) 2020: uterus in ante-verse-flexion, measures 93x55x45 mm, vol 103cm3 regular contours and heterogeneous texture with echogenicity dimension mainly in the anterior myometrium, measuring 16x15mm which may correspond to mioma.thickened endometrium, measuring 4mm in thickness. Ovaries with normal voluminous shape and texture, right ovary measuring 34x31x18mm, vol 9.9 cm3, right ovary located laterally to the uterine body, shows small follicles in its parenchyma. Left ovary not visualized . There is no evidence of free fluid in the posterior cul-de-sac; on (B)(6) 2021: uterus in ante-verse-flexion, with increased dimensions, regular contours and heterogeneous texture with echogenicity dimension mainly in the anterior myometrium, which may correspond to adenomyosis, uterus measures 89x55x75 mm, vol 191cm3. Thickened endometrium, measuring 14mm in thickness. Ovaries with normal voluminous shape and texture, right ovary measuring 29x24mm, left ovary measuring 32x25mm. There is no evidence of free fluid in the posterior cul-de-sac. Presence of bilaterally implanted essure device.. Urine analysis - on (B)(6) 2021: presence of bacteria and cells. Very low density lipoprotein (10 - 50 mg/dl) - on (B)(6) 2021: 23.08 mg/dl. White blood cell count (4 - 11 10*3/mm3) - on (B)(6) 2021: 6.92 10*3/mm3. Lot number: b02267, manufacture date: 2013-02, and expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-may-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and subsequently by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included device insertion failed on (B)(6) 2015, menarche (at 11 years-old) in 1997, parity 2 (two caesarean deliveries), gravida ii and pain menstrual. No allergies. Previously administered products included for an unreported indication: microvlar. Concurrent conditions included iodine allergy. Concomitant products included enalapril. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("pain during essure placement"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain lower ("severe colic"), dyspareunia ("pain during intercourse"), heavy menstrual bleeding ("heavy menstrual bleeding with coagula"), abdominal distension ("abdominal bloating"), headache ("headache"), adnexa uteri pain ("tubes pain") and alopecia ("hair loss"). On (B)(6) 2020, the patient was found to have uterine leiomyoma ("uterine myoma") and experienced ovarian cyst ("left ovarian follicle"). On (B)(6) 2021, the patient was found to have bacterial test positive ("bacteria in urine"). On (B)(6) 2021, the patient was found to have blood pressure diastolic increased ("blood pressure 130x90 mmhg"). On an unknown date, the patient experienced salpingitis ("pathology test showed chronic salpingitis"), dysmenorrhoea ("menstrual colic"), vaginal discharge ("bad smell from vaginal discharge"), endometriosis ("pathology test showed endometriosis in fallopian tubes"), breast pain ("moderate mastalgia"), depression ("depression") and anxiety ("anxiety / anguish"). The patient was hospitalized from (B)(6) 2021 to (B)(6) 2021. The patient was treated with bromopride (bromoprida), diazepam (diazepan), ibuprofen (ibuprofeno), ketoprofen sodium (cetoprofeno), metamizole sodium (dipirona sodica) and surgery (essure removal via bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, salpingitis, heavy menstrual bleeding, dysmenorrhoea, abdominal distension, vaginal discharge, headache, endometriosis, uterine leiomyoma, adnexa uteri pain, ovarian cyst, procedural pain, breast pain, alopecia, depression, anxiety and bacterial test positive outcome was unknown and the blood pressure diastolic increased had not resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, bacterial test positive, blood pressure diastolic increased, breast pain, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, heavy menstrual bleeding, ovarian cyst, pelvic pain, procedural pain, salpingitis, uterine leiomyoma and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2015 essure placement failed due to hypertrophic endometrium, ostium was not visualized (case documented separately), it was schedule another procedure in (B)(6) 2015, 6 coils was inserted in left and right ostium, on (B)(6) 2021 essure was removed uneventfully. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2021: fatty infiltrate. Activated partial thromboplastin time ratio (1.2 - 1.47 s) - on (B)(6) 2021: 0.78 s. Alanine aminotransferase (5 - 38 u/l) - on (B)(6) 2021: 13 u/l. Aspartate aminotransferase (10 - 37 u/l) - on (B)(6) 2021: 10 u/l. Blood cholesterol (200 mg/dl) - on (B)(6) 2021: 172 mg/dl. Blood creatinine (0.4 - 1.4 mg/dl) - on (B)(6) 2021: 0.6 mg/dl. Blood glucose (70 - 100 mg/dl) - on (B)(6) 2021: 87.60 mg/dl. Blood grouping - on (B)(6) 2021: a positive. Blood potassium (3.5 - 5 mmol/l) - on (B)(6) 2021: 4.19 mmol/l. Blood pressure measurement - on (B)(6) 2021: 130/90 mmhg; on (B)(6) 2021: 130/80 mmhg; on (B)(6) 2021: 100/70 mmhg; on (B)(6) 2021: 100/60 mmhg; on (B)(6) 2021: 110/60 mmhg; on (B)(6) 2021: 110/80 mmhg; on (B)(6) 2021: 110/80 mmhg; on (B)(6) 2021: 110/60 mmhg. Blood sodium (135 - 145 mmol/l) - on (B)(6) 2021: 146 mmol/l. Blood urea (10 - 45 mg/dl) - on (B)(6) 2021: 15 mg/dl. Blood uric acid (1.5 - 6.0 mg/dl) - on (B)(6) 2021: 4.54 mg/dl. Body temperature (degrees celsius) - on (B)(6) 2021: 36.3 degrees celsius; on (B)(6) 2021: 35.8 degrees celsius; on (B)(6) 2021: 37 degrees celsius; on (B)(6) 2021: 36.6 degrees celsius; on (B)(6) 2021: 36.3 degrees celsius; on (B)(6) 2021: 36.3 degrees celsius; on (B)(6) 2021: 36 degrees celsius. C-reactive protein (5.0 mg/dl) - on (B)(6) 2021: 0.60 mg/dl. Chest x-ray - on (B)(6) 2021: unremarkable. Eosinophil percentage (1 - 5 %) - on (B)(6) 2021: 1 %. Gamma-glutamyltransferase (38 u/l) - on (B)(6) 2021: 23 u/l. Hiv test - on (B)(6) 2021: negative. Haematocrit (36 - 48 %) - on (B)(6) 2021: 34.50 %. Haemoglobin (12.0 - 16.0 g/dl) - on (B)(6) 2021: 12.20 g/dl. Heart rate (beats/min) - on (B)(6) 2021: 70 beats/min; on (B)(6) 2021: 79 beats/min; on (B)(6) 2021: 68 beats/min; on (B)(6) 2021: 81 beats/min; on (B)(6) 2021: 99 beats/min; on (B)(6) 2021: 64 beats/min; on (B)(6) 2021: 64 beats/min; on (B)(6) 2021: 94 beats/min. Heavy metal test - on (B)(6) 2021: nickel 0.50 mcg/l (reference lower 2.0 mcg/l). High density lipoprotein (60 mg/dl) - on (B)(6) 2021: 39.38 mg/dl. Human chorionic gonadotropin - on (B)(6) 2015: negative; on (B)(6) 2021: negative. Lymphocyte percentage (22 - 45 %) - on (B)(6) 2021: 32 %. Mean cell haemoglobin (27 - 33 pg) - on (B)(6) 2021: 29.60 pg. Mean cell volume (80 - 96 fl) - on (B)(6) 2021: 84 fl. Monocyte percentage (2 - 10 %) - on (B)(6) 2021: 7 %. Neutrophil percentage (40 - 65 %) - on (B)(6) 2021: 58 %; on (B)(6) 2021: 2 %. Po2 (%) - on (B)(6) 2021: 99 %. Pathology test - on (B)(6) 2021: macroscopy: right fallopian tube measuring 3.0x0.7 cm, with smooth and brownish peritoneal surface, showing virtual lumen and brown and swollen mucosa. Left fallopian tube measuring 2.0x0.8 cm, with smooth and brownish peritoneal surface, showing virtual lumen and brown and swollen mucosa. Microscopy: right and left tube tubal endometriosis, chronic salpingitis. Platelet count (150 - 450 10*3/mm3) - on (B)(6) 2021: 260 10*3/mm3. Red blood cell count (4 - 5.2 10*4/mm3) - on (B)(6) 2021: 4.11 10*4/mm3. Red cell distribution width (11.5 - 14.5 %) - on (B)(6) 2021: 14.10 %. Respiratory rate (breaths per minute) - on 14-jul-2021: 18 breaths per minute; on (B)(6) 2021: 17 breaths per minute; on (B)(6) 2021: 19 breaths per minute; on (B)(6) 2021: 19 breaths per minute; on (B)(6) 2021: 17 breaths per minute; on (B)(6) 2021: 17 breaths per minute; on (B)(6)2021: 19 breaths per minute. Ultrasound scan vagina - on (B)(6) 2016: device essure device normopositioned; on (B)(6)2020: uterus in ante-verse-flexion, measures 93x55x45 mm, vol 103cm3 regular contours and heterogeneous texture with echogenicity dimension mainly in the anterior myometrium, measuring 16x15mm which may correspond to mioma.thickened endometrium, measuring 4mm in thickness. Ovaries with normal voluminous shape and texture, right ovary measuring 34x31x18mm, vol 9.9 cm3, right ovary located laterally to the uterine body, shows small follicles in its parenchyma. Left ovary not visualized . There is no evidence of free fluid in the posterior cul-de-sac; on (B)(6) 2021: uterus in ante-verse-flexion, with increased dimensions, regular contours and heterogeneous texture with echogenicity dimension mainly in the anterior myometrium, which may correspond to adenomyosis, uterus measures 89x55x75 mm, vol 191cm3. Thickened endometrium, measuring 14mm in thickness. Ovaries with normal voluminous shape and texture, right ovary measuring 29x24mm, left ovary measuring 32x25mm. There is no evidence of free fluid in the posterior cul-de-sac. Presence of bilaterally implanted essure device.. Urine analysis - on (B)(6) 2021: presence of bacteria and cells. Very low density lipoprotein (10 - 50 mg/dl) - on 08-apr-2021: 23.08 mg/dl. White blood cell count (4 - 11 10*3/mm3) - on (B)(6) 2021: 6.92 10*3/mm3. Lot number: b02267 manufacture date:2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-jan-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 29 year-old female patient who had essure inserted (lot no. B02267). Additional non-serious events are detailed below. The patient had a medical history of device insertion failed in 2015, menarche (at 11 years-old) in 1997 and pain menstrual, gravida ii and parity 2 (two caesarean deliveries). No allergies. Previously administered products included: microvlar for an unknown indication. As concurrent condition the report mentioned iodine allergy. The only concomitant product mentioned was enalapril. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced procedural pain ("pain during essure placement"). In (B)(6) 2016 she experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain lower ("severe colic / constant colics / abdominal pain"), dyspareunia ("pain during intercourse"), heavy menstrual bleeding ("heavy menstrual bleeding with coagula"), abdominal distension ("abdominal bloating"), headache ("headache"), adnexa uteri pain ("tubes pain") and alopecia ("hair loss"). On (B)(6) 2020 she experienced ovarian cyst ("left ovarian follicle") and was found to have uterine leiomyoma ("uterine myoma"). On (B)(6) 2021 she was found to have bacterial test positive ("bacteria in urine"). On (B)(6) 2021 she was found to have blood pressure diastolic increased ("blood pressure 130x90 mmhg"). Essure was removed on (B)(6) 2021. An unknown time later she experienced salpingitis ("pathology test showed chronic salpingitis"), dysmenorrhoea ("menstrual colic"), vaginal discharge ("bad smell from vaginal discharge"), endometriosis ("pathology test showed endometriosis in fallopian tubes"), breast pain ("moderate mastalgia"), depression ("depression"), anxiety ("anxiety / anguish / anxiety crisis ") and self esteem decreased ("totally low self esteem"). The patient was hospitalized from (B)(6) 2021 to (B)(6) 2021. The patient was treated with ibuprofeno, diazepan (diazepam), bromoprida (bromopride), cetoprofeno [ketoprofen sodium] and dipirona sodica (metamizole sodium) as well as surgery (essure removal via bilateral salpingectomy). At the time of the report, the salpingitis, blood pressure diastolic increased, depression, anxiety and self esteem decreased had not resolved. The outcomes for pelvic pain, abdominal pain lower, dyspareunia, heavy menstrual bleeding, dysmenorrhoea, abdominal distension, vaginal discharge, headache, endometriosis, uterine leiomyoma, adnexa uteri pain, ovarian cyst, procedural pain, breast pain, alopecia and bacterial test positive were unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, bacterial test positive, blood pressure diastolic increased, breast pain, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, heavy menstrual bleeding, ovarian cyst, pelvic pain, procedural pain, salpingitis, self esteem decreased, uterine leiomyoma and vaginal discharge to be related to essure administration. The reporter commented: on (B)(6) 2015 essure placement failed due to hypertrophic endometrium, ostium was not visualized (case documented separately), it was schedule another procedure in (B)(6) 2015, 6 coils was inserted in left and right ostium, on (B)(6) 2021 essure was removed uneventfully. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2021: fatty infiltrate [activated partial thromboplastin time ratio ( 1.2- 1.47 s)] on (B)(6) 2021: 0.78 s [alanine aminotransferase ( 5- 38 u/l)] on (B)(6) 2021: 13 u/l [aspartate aminotransferase ( 10- 37 u/l)] on (B)(6) 2021: 10 u/l [blood cholesterol (< 200 mg/dl)] on (B)(6) 2021: 172 mg/dl [blood creatinine ( 0.4- 1.4 mg/dl)] on (B)(6) 2021: 0.6 mg/dl [blood glucose ( 70- 100 mg/dl)] on (B)(6) 2021: 87.60 mg/dl [blood grouping] on (B)(6) 2021: a positive [blood potassium ( 3.5- 5 mmol/l)] on (B)(6) 2021: 4.19 mmol/l [blood pressure measurement] on (B)(6) 2021: 130/90 mmhg; on (B)(6) 2021: 130/80 mmhg, 100/70 mmhg, 100/60 mmhg, 110/60 mmhg and 110/80 mmhg; on (B)(6) 2021: 110/80 mmhg and 110/60 mmhg [blood sodium ( 135- 145 mmol/l)] on (B)(6) 2021: 146 mmol/l [blood urea ( 10- 45 mg/dl)] on (B)(6) 2021: 15 mg/dl [blood uric acid ( 1.5- 6.0 mg/dl)] on (B)(6) 2021: 4.54 mg/dl [body temperature] on (B)(6) 2021: 36.3 degrees celsius, 35.8 degrees celsius, 37 degrees celsius, 36.6 degrees celsius and 36.3 degrees celsius; on (B)(6) 2021: 36.3 degrees celsius and 36 degrees celsius [c-reactive protein (< 5.0 mg/dl)] on (B)(6) 2021: 0.60 mg/dl [chest x-ray] on (B)(6) 2021: unremarkable [eosinophil percentage ( 1- 5 %)] on (B)(6) 2021: 1 % [gamma-glutamyltransferase (< 38 u/l)] on (B)(6) 2021: 23 u/l [haematocrit ( 36- 48 %)] on (B)(6) 2021: 34.50 % [haemoglobin ( 12.0- 16.0 g/dl)] on (B)(6) 2021: 12.20 g/dl [heart rate] on (B)(6) 2021: 70 beats/min; on (B)(6) 2021: 79 beats/min, 68 beats/min, 81 beats/min, 99 beats/min and 64 beats/min; on (B)(6) 2021: 64 beats/min and 94 beats/min [heavy metal test] on (B)(6) 2021: nickel 0.50 mcg/l (reference lower 2.0 mcg/l) [high density lipoprotein (> 60 mg/dl)] on (B)(6) 2021: 39.38 mg/dl [hiv test] on (B)(6) 2021: negative [human chorionic gonadotropin] on (B)(6) 2015: negative; on (B)(6) 2021: negative [lymphocyte percentage ( 22- 45 %)] on (B)(6) 2021: 32 % [mean cell haemoglobin ( 27- 33 pg)] on (B)(6) 2021: 29.60 pg [mean cell volume ( 80- 96 fl)] on (B)(6) 2021: 84 fl [monocyte percentage ( 2- 10 %)] on (B)(6) 2021: 7 % [neutrophil percentage ( 40- 65 %)] on (B)(6) 2021: 2 % and 58 % [neutrophil percentage ( 1- 7 %)] on (B)(6) 2021: 2 % and 58 % [pathology test] on (B)(6) 2021: macroscopy: right fallopian tube measuring 3.0x0.7 cm, with smooth and brownish peritoneal surface, showing virtual lumen and brown and swollen mucosa. Left fallopian tube measuring 2.0x0.8 cm, with smooth and brownish peritoneal surface, showing virtual lumen and brown and swollen mucosa. Microscopy: right and left tube tubal endometriosis, chronic salpingitis [platelet count ( 150- 450 10*3/mm3)] on (B)(6) 2021: 260 10*3/mm3 [po2] on (B)(6) 2021: 99 % [red blood cell count ( 4- 5.2 10*4/mm3)] on (B)(6) 2021: 4.11 10*4/mm3 [red cell distribution width ( 11.5- 14.5 %)] on (B)(6) 2021: 14.10 % [respiratory rate] on (B)(6) 2021: 18 breaths per minute, 17 breaths per minute, 19 breaths per minute, 19 breaths per minute and 17 breaths per minute; on (B)(6) 2021: 17 breaths per minute and 19 breaths per minute [ultrasound scan vagina] on (B)(6) 2016: device essure device normopositioned; on (B)(6) 2020: uterus in ante-verse-flexion, measures 93x55x45 mm, vol 103cm3 regular contours and heterogeneous texture with echogenicity dimension mainly in the anterior myometrium, measuring 16x15mm which may correspond to mioma.thickened endometrium, measuring 4mm in thickness. Ovaries with normal voluminous shape and texture, right ovary measuring 34x31x18mm, vol 9.9 cm3, right ovary located laterally to the uterine body, shows small follicles in its parenchyma. Left ovary not visualized . There is no evidence of free fluid in the posterior cul-de-sac; on (B)(6) 2021: uterus in ante-verse-flexion, with increased dimensions, regular contours and heterogeneous texture with echogenicity dimension mainly in the anterior myometrium, which may correspond to adenomyosis, uterus measures 89x55x75 mm, vol 191cm3. Thickened endometrium, measuring 14mm in thickness. Ovaries with normal voluminous shape and texture, right ovary measuring 29x24mm, left ovary measuring 32x25mm. There is no evidence of free fluid in the posterior cul-de-sac. Presence of bilaterally implanted essure device. [Urine analysis] on (B)(6) 2021: presence of bacteria and cells [very low density lipoprotein ( 10- 50 mg/dl)] on (B)(6) 2021: 23.08 mg/dl [white blood cell count ( 4- 11 10*3/mm3)] on (B)(6) 2021: 6.92 10*3/mm3 lot number: b02267. Manufacture date:2013-02. Expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-apr-2022: the follow information were include self esteem decreased, depression, anxiety, chronic salpingitis outcome updated from unknow to not recovered/not reported. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.